Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product erbe involved with this complaint to perform failure analysis. The erbe was analyzed and found the unit energized and cauterized and all ports recognized instruments. The complaint regarding errors c-38 and c-30 was not confirmed based on failure analysis.

Manufacturer narrative:
Based on the claim against the product by the customer noting multiple faults on the integrated electrosurgical unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the iesu to resolve the errors. The system was tested and verified as ready for use. The complaint regarding iesu errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: the customer was receiving repeated recoverable faults after the start of the procedure due to the iesu not functioning. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical salvage surgical procedure, a nurse reported that they were getting errors c-38 and c-30 on the erbe display when the surgeon was pressing coagulation. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and noticed several errors m-11, m -18, c-38, and c-30. The customer wanted to try all options prior to exchanging the instrument and instrument cable. The isi tse requested the customer to power cycle the erbe, reseat all cables, and leave powered off for a while to clear memory. After restarting, the error cleared for a few minutes but came back again. The isi tse requested the customer to swap the instrument cable and the instrument to a different universal surgical manipulator (usm) and if the error came back, replaced the instrument and tried again. The customer stated that they were still able to use the instrument sometimes. The site was completing the procedure as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.